Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro reciprocating saw activated when the cable was flexed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.it was also reported that during testing conducted at the manufacturer facility the micro reciprocating saw continued to run when no longer activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.